Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. A full functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. No grip misalignment was observed upon inspection. As part of investigation, further inspection was performed and additional findings were identified. The instrument was tested failed mechanical engagement when placed in the system with error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The instrument was found to have broken input disk. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on the grip input shafts. This failure likely caused the engagement failures observed. Common causes of the failure are typically attributed to mishandling and misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.081¿ to 0.136" in length and were not aligned with the tube axis. Common causes of the scratch marks /abrasions on the instrument main tube are typically attributed to mishandling and misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. These can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes of the corroded/contaminated instrument bearings are typically attributed to mishandling and misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument did not move in a non-intuitive way, the movements worked well except the opening-closing jaws movement which did not work. The instrument jaws were not stuck on tissue when the issue was identified. The customer detected the reported issue once the surgeon put the instrument in for first time, once he took the instrument control.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested that the cadiere forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the cadiere forceps instrument (part number: 470049-06/lot number: n10190529 0058) associated with this event has been performed. Per logs, the cadiere forceps instrument was last used in a procedure on (B)(6) 2022 on system sk0290. The alleged instrument had 0 uses remaining after the last procedural use. This complaint is being reportable malfunction event based on the following conclusion: it was reported that the cadiere forceps instrument's jaws failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the cadiere forceps instrument jaws would not open. The procedure was completed with no reported injury. The cadiere forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.